Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the report, the incident occurred because the end user was crossing the intersection to go onto the wrong side of roadway, and was struck by a motor vehicle.

Event description:
The end user's friend alleges that while the end user was operating his motorized wheelchair at a crosswalk, he was allegedly struck by a motor vehicle. The end user was not wearing a seatbelt.